Manufacturer narrative:
(B)(6) multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 00675; 0001825034 - 2018 - 00674. Concomitant: 103531 ti low profile screw 6.5x20mm lot 373400; 103532 ti low profile screw 6.5x25mm lot unknown; pt-210152 regenerex augment 52mm sm lot 630190. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a hip arthroplasty, an acetabular screw penetrated through the screw hole of the acetabular augment. The screw was not retrieved and remains in the patient's pelvis. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.